Manufacturer narrative:
Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported information. This device passed final testing prior to release. Based on info obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instruction for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgement to determine whether or not further dilation is required, the novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. If add'l relevant info is received, a supplemental medwatch will be filed.

Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test after attempting to position 2 disposable novasure devices. A hysteroscopy was done and a "slight" uterine perforation was seen at the fundus. The endometrial ablation was abandoned, and the pt was discharged home. We have been unable to obtain add'l info surrounding this event.